Event description:
It was reported that this right ventricular (rv) lead was revised due to a dislodgement presented. The patient pulled slack out of lead due to a choking event. The patient went to the ICU and complete heart block and loss of capture was noted. The device remains in service. No additional adverse patient effects were reported.